Manufacturer narrative:
Patient identifier and weight are unknown. (B)(4). Lot unknown. The device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a buttress/compression nut did not lock properly to the aiming arm during a trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016. As a result, the tfna blade could possibly be inserted excessively. The progression of the procedure was successful until the time of nail insertion. The surgeon inserted the guide wire to measure for blade insertion. A measurement of 85mm was obtained. As the surgeon was inserting the 85mm blade, it was discovered that the blade was too long. An 80mm blade was then selected, inserted, and locked, but it was inserted deeper than expected. Upon removal of the guide sleeve, the surgeon checked the blade via fluoroscopy. The distal end was found to be in very close proximity to the dermal bone; the proximal end of the blade was inside the bone. However, there was no dislocation of the fracture site. Therefore, the surgeon made the decision to leave the blade implanted as there was concern about firm fixation if a third blade was inserted. The procedure was completed with a ten (10) minute delay. Following the procedure, the surgeon noted that there was approximately 5mm of space between the aiming arm and the compression nut despite feeling that the nut had locked. Extra force was then applied to fully lock the nut. The surgeon stated that this application of excessive force may have resulted in the over-insertion of the blade. Concomitant device(s) reported: guide sleeve (part: 03.037.017 / lot: unknown / quantity: 1) and tfna blade (part/lot: unknown / quantity: 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.